Manufacturer narrative:
Samples received: 16 closed samples. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code batch, there are no units in our stock. We have tested the needle attachment strength of the closed samples received and the results do not fulfill the requirements of the european pharmacopoeia (ep). Furthermore, one of the closed samples received had the needle detached from the thread before opening the pack. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a suture intraoperatively. During an unspecified surgery, it was noted that the needle detached easily from the suture. There was no patient injury and there had been no delay in the procedure due to the malfunction. Additional information is not available.